Manufacturer narrative:
The implant remains in the patient. There are no plans for revision surgery. A radiograph was provided which confirmed the event. Neither the identifying part nor lot number were provided; therefore, a review of the device history record could not be conducted. If additional information is provided, supplemental report will be submitted.

Event description:
A patient underwent a single level anterior cervical discectomy and fusion procedure. At the 6-week postoperative visit, a radiograph revealed a screw backout.